Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin received with intermittent button response due to corroded keypad traces. No ramping numbers noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported a button error on her son's insulin pump. Customer's blood glucose is 224 mg/dl. Customer was attempting a bolus when the numbers started scrolling on their own. The device started acting funny a few weeks ago, but customer just reset it. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.